Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: unk-cv-sr-endurant, sn: unknown, ubd: unknown, UDI#: unknown. Medtronic received the following information obtained from the journal article entitled; explant of aortic stent grafts following endovascular aneurysm repair e boyle, sm mchugh, a elmallah , m lynch, d mcguire, z ahmed, c canning, mp colgan, sm o¿neill, a o¿callaghan, z martin and p madhavan department of vascular surgery, st. James¿s hospital, dublin 8, ireland doi: 10.1177/1708538119832727. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size ruptured iliac aneurysm. The patient presented with left lower abdominal pain and underwent emergency evar with the implantation of a bifurcated stent graft and intraoperative coiling of his left internal iliac artery. The patient was haemodynamically stable at the end of the procedure and completion angiogram was satisfactory but it was reported that 40 minutes post the index evar procedure an emergency explant procedure with an aorto-bi-iliac bypass was required due to laparotomy diagnosed free rupture of the aneurysm after the patient became unstable. The patient remained unwell after the procedure with deteriorating multi-organ failure and increasing inotropic requirements and died 12 hours later. The cause of the rupture of the aneurysm post evar is unknown. No additional clinical sequelae were reported and the patient is fine.